Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. All connections to the anesthesia computer board and the power management board were removed and re-seated which resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit displayed "error: internal failure, system may shutdown". There was no report of patient involvement.